Event description:
It was reported that a malfunction alarm occurred with malfunction code 3 that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.